Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes. H.3 device eval by manufacturer? Yes. D9. Device available for eval?: 31-oct-2025. Investigation summary: bd received 10 samples and 2 photographs for investigation. Upon evaluation of the photographs and samples, holes were observed in the tubing. Visual inspection of 10 retained samples did not reveal any defects. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 2. It was reported that when using one (1) bd vacutainer® push button blood collection set, blood leaked from holes in the tubing, requiring recollection of the sample. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2b: additional medical device type: fpa a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2. It was reported that when using one (1) bd vacutainer® push button blood collection set, blood leaked from holes in the tubing, requiring recollection of the sample. No adverse impact was reported regarding the patient or user.